Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported a complaint regarding inaccurate sensor readings. Upon review of the sensor data in dms, it was determined that the system was operating within expected parameters, with occasional discrepancies attributable to lag. The user was advised to focus on trends rather than individual values. The user agreed with the explanation provided. Dms data confirmed that the user was actively using the system with up-to-date information. No further action was required.